Event description:
Reporter reported to our sales rep that the pressure relief valve of rd900 neopuff infant resuscitator had rough action and gas leaks when the control knob was rotated. No patient consequence was reported.

Manufacturer narrative:
The complaint device was returned and its performance tested. Results: the manometer needle movement was erratic when the maximum pressure relief valve knob was rotated slowly in the range above 50 cm h2o. Conclusion: the failure characteristic is consistent with a fault in the valve body, which is related to either manufacturing fault or impact damage, causing an eccentric rotation above the valve seat. The associated pressure fluctuations occur when adjusting the pressure at settings above 40 cm h2o. Typical resuscitation pressures are performed in the range of 20 to 30 cm h2o. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.21%. We have an open CAPA to address this issue and have put measures in place to reduce and/or prevent recurrence in the future.